Event description:
It was reported that during a ptca procedure, the shaft of the quantum maverick monorail catheter fractured. The lesion was located in the proximal first obtuse marginal (omi). The lesion was pre dilated and a 3.0 x 8mm cypher stent was deployed. The physician post dilated with the 3.25 x 8mm quantum maverick monorial balloon. The balloon was inflated 4 times, to 15- 20 atm for 40- 45 seconds. The balloon was removed and then re-advanced and the pt coded (reason unk). CPR was initiated, a pacing catheter was placed and the pt was intubated. The 3.25 x 8mm quantum maverick was inflated twice to treat an apparent perforation (it was not reported when the perforation occurred). The quantum maverick was removed. A 2.5x13 cypher stent was deployed in the proximal om. At this time another perforation was noted and the stent balloon was used to treat the perforation. The pt was being prepped for pericardiocentesis, CPR was continued and the stent balloon remained inflated. The stent balloon was deflated from 14 atm after 24 mins. A jomed stent was advanced to the proximal om. The stent delivery device was removed and it was noted that the stent had dislodged. CPR was again initiated and a 3.0x20mm maverick balloon was advanced to the proximal om and inflated to 8 atm for 60 seconds. The 3.0 x 20mm maverick balloon was used to secure the undeployed jomed stent to the vessel wall. The balloon remained inflated for 74 mins. The perforation was still apparent. The 3.0 x 20mm maverick balloon was deflated after 51 mins at 14.9 atm. An lca angiogram was performed and the perforation was still apparent. The 3.0 x 20mm maverick balloon was inflated to 15 atm. A questionable pneumothorax was noted. The pt had a chest tube inserted. The pt was reported to be cognitive and aware, however is not doing well. The pt rec'd the medications: dopamine, epinephrine, sodium biocarbonate, atropine, lasix, solumedrol, benadryl, levophed, and calcium chloride. The pt also rec'd 5 units of blood, 2 units of ffp and albumin. Add'l info has been requested.

Manufacturer narrative:
Product analysis verified the shaft fracture difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd and a polymer shaft separation was observed. The catheter also exhibited a polymer shaft elongation. Visual and microscopic examination of the material surrounding the separation did not reveal any inherent deficiencies that would have contributed to the incident. The shaft failure appears to be the result of tensile forces exceeding the shaft tensile specification. The shaft tensile specification states the shaft tensile force is 1.4 lbs. Further examination of the shaft elongation did not reveal any material deficiencies that would have contributed to the shaft damage. As the complaint description does not mention any removal issues with the catheter the exact cause of the shaft separation and elongation could not be determined. The mfg records for top assembly batch 8986271 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number. The root cause of this event is unk.